Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the white blood cell (wbc) bath was loose causing the leak. The fse re-seated the bath, resolving the issue. The fse could not reproduce a plt failure on startup. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 5 mls of uncontained bluish fluid leaked from a coulter lh 750 hematology analyzer during startup. There were no error messages reported by the customer at the time of the event. However, the platelet (plt) parameter failed on the background count. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.